Manufacturer narrative:
Investigation summary: based on the available information and the product analysis results, boston scientific concluded that the reported allegations of cylinder bulge and device not working as expected were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the returned cylinder identified that the kink resistant tubing (krt) had an exposed suture and was fatigued and worn to filament. Wear was identified in the cylinder body and a leak was observed on the proximal cylinder body. Upon microscopic analysis, the hole was attributed to wear at a fold. The component was inflated with a syringe, revealing excess air between the inner and outer tubes. The cylinder was not pressure tested due to the behaviors identified. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to penile swelling as a result of aneurysm of the left cylinder of this inflatable penile prosthesis (ipp). A surgical procedure was later performed in which the cylinder was removed and replaced. The cause for the aneurysm was suspected to be overuse of the device. The patient was stable and fully recovered following the operation.

Event description:
It was reported that the patient went to the hospital due to penile swelling as a result of aneurysm of the left cylinder of this inflatable penile prosthesis (ipp). A surgical procedure was later performed in which the cylinder was removed and replaced. The cause for the aneurysm was suspected to be overuse of the device. The patient was stable and fully recovered following the operation.